Event description:
It was reported by the fst that after upgrading cardiosave intra aortic balloon pump (iabp) to sw d.00 an error fault codes #6 and 53 occurred. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 due to character restrictions in block e1 event site address : (B)(6). A getinge field service engineer (fse) stated to resolve the issue video receiver board needs to be replaced. Fse stated everything is in the process of ordering the parts. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated field- b4, e1( event site email), g3, g6, h2, h11. Corrected field- d1, d4 (catalog, model, UDI).